Manufacturer narrative:
Device received with critical pump error due to corroded electronic assemblies. Device received with corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customer's blood glucose was 91 mg/dl. The customer stated that she was seeing critical pump error in her insulin pump screen and an x mark with open book image after changing the battery. The insulin pump was exposed to moisture. The troubleshooting was performed. The customer was advised to discontinue use of the insulin pump, revert to a backup plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.